Event description:
The customer took a morning reading of 8mmol/l. The customer then changed the batteries in the meter. 1.5 hours later the customer took another reading with a result of 230mg/dl. The customer treated themselves with insulin and became hypoglycemic after obtaining this reading of mg/dl, which was thought to have heen in mmol/l. The customer was taken to hospital where they were treated with hupostop and glucosdrip. The customer was released from hospital.